Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the feeding tube was stuck in the nasogastric tube and was difficult to remove. When the tube was freed, there was a crack at the y- site of the tube. There was no harm to the patient.

Manufacturer narrative:
This report was inadvertently filed as a MDR. Based on additional information received from the customer, this complaint would not be reportable. There will be no further supplemental reports submitted with this report number.